Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a retractor frame/flex arm would not completely close during a surgical procedure on (B)(6) 2015. It was noted that the device still moved after it was tightened down during a minimally invasive discectomy. There was approximately a five (5) minute surgical delay, but back-up devices were available. The surgery was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the rack of the retractor frame is bent badly that the movable flex arm sticks in one position and cannot be released. The device is assembled with two different lots. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. No manufacturing issue was found during investigation. The root cause was determined to be that too much force caused the tooth rack to bend. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: december 10, 2010. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing at 49.0 hrc and was found to be good. A non-conformance report was created about non-conforming lengths. Both measurements got rework released by product development. After rework, the parts were found to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.